Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1882 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at 15:00 on (B)(6) 2021, the patient had poor venous condition and needed PICC catheter infusion. When the central venous catheter package for peripheral intubation was opened and the puncture sheath was checked, a split was found at the end of the puncture sheath sleeve. Another central venous catheter package for peripheral intubation was immediately inserted, which had no adverse effect on the patient.